Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) handle was intact. The device was received with the capsule partially opened and the end cap/screw gear snap fit connected. The deployment knob retracted and advanced the capsule. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The capsule was buckled at the proximal end of the capsule. During the attempted retraction of the capsule, the capsule reinforcement frame was separated but held together by the polymer at the proximal end of the capsule. Conclusion: difficulty advancing the delivery catheter system (dcs) through the access vessel is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, the cause of the difficulty advancing the dcs could not be determined given the information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The evolut system instructions for use (IFU) instructs "deployment of the bioprosthesis can be attempted three times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to the positioning difficulty, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. A review of the procedural films confirmed a good valve load. The films also confirmed there was resistance when advancing the system. The imaging provided confirmed that after the first recapture there was damage to the proximal portion of the capsule. There were numerous attempts to deploy this valve while the capsule was damaged which resulted in a capsule separation. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Capsule separation typically occurs due to excessive comp ressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. In this case, the images confirmed a good valve load. Additional factors, including patient anatomy (vessel tortuosity and calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, and torqueing of the catheter), are known potential contributing factors to capsule damage. In this case, the resistance during advancement may have caused or contributed to the capsule damage. Capsule separation events are most likely not related to a fault condition of the device. A device history record (DHR) review was performed on the device lot and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was recaptured and redeployed due to wrong deployment depth. It was unknown how many times the valve was recaptured and redeployed. The capsule was reported to have separated from the other components. No unusual resistance was felt while loading the valve and the inline sheath was used. It was reported that a little tortuosity was encountered with calcification noted. No adverse patient effects were reported. Updated data: device code, h10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information as received which indicated there was some resistance advancing from the right external iliac artery into the abdominal aorta. The annulus angle was reported as approximately 62° with ¿reasonable¿ bends in the aortic arch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the first deployment, the capsule was bent at the proximal end. This was not noticed until going through images later in the case. The valve was recaptured and redeployed several times. The bend in the proximal end of the capsule became worse each time. It was recommended to remove the delivery catheter system (dcs) and replace it before the capsule completely broke. One more deployment was attempted and the capsule tore. The valve and dcs were removed from the patient. A new valve and dcs were used successfully. The valve was implanted deep. No adverse patient effects were reported.